Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01853/ 01854).

Event description:
It was reported that patient underwent a meniscal repair procedure utilizing an anchor device on (B)(6) 2012. During the procedure, after deploying both anchors in the medial meniscus, the surgeon was tensioning the loop and the first anchor pulled out. Another anchor was used to finish the procedure.